Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding the delivery of preservative free normal saline in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. Once the catheter was tunneled to the pump pocket and connected to the pump, no cerebrospinal fluid (csf) could be withdrawn from the catheter access port (cap). The catheter was disconnected, the anchor was released and there was still no csf flow. The catheter was then replaced. The holes at the tip of the catheter appeared to have been plugged with blood (possibly clotted). The hcp had no further information.

Manufacturer narrative:
Analysis of the catheter, model# 8780, (B)(4), found no significant anomaly. The catheter was incomplete and returned segmented. Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.